Manufacturer narrative:
This event occurred with a similar device in a foreign market. A supplemental report will be submitted once investigation occurs.

Event description:
The customer reported rash, thickening and inflammation by the nose and was diagnosed with rosacea. Gp advised to stop using the mask and prescribed various products for the facial irritation.